Event description:
A report was received that the patient was experiencing a rash that comes and goes. The physician believed that the rash was due to an allergic reaction to levaquin (antibiotic). The patient was prescribed with steroids and topical cream.